Event description:
It was reported that the patient experienced high blood glucose levels (250 mg/dl) on (B)(6) 2026 which was treated with insulin pump and manual injection and patient does not know what led to high blood glucose level. The current blood glucose level documented was 222 mg/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.